Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx was implanted in the 1st obtuse marginal. Approximately 19 months post index procedure the patient presented complaining of cough and shortness of breath for 3 weeks. The patient was noted to be coughing up copious amounts of bloody mucous. Sputum cultures showed klebsiella pneumonia. The patient was admitted to hospital for IV antibiotic treatment. The patient recovered and was discharged. The investigator assessed the event as not related to the device or the antiplatelet medication. The sponsor assessed the event as not related to the device and possibly related to the antiplatelet medication.